Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for diabetic ketoacidosis and high blood glucose levels. The customer is currently hospitalized. The customer's blood glucose level at the time of incident was over 350mg/dl. The customer's most current level was 260mg/dl. The high levels have been treated with manual injections and bolus. The customer's levels at the time of emergency room visit were 440mg/dl to 460mg/dl. Troubleshoot was conducted. The pump was found to be operating as designed. The customer did not feel comfortable with the pump. Per the customer's request, the pump will be replaced and returned for analysis.